Manufacturer narrative:
Product analysis conclusion: the reported aneurysm rupture and type a dissection were confirmed on the films provided; however the cause of the events could not be fully determined. The films were non-contrast ; therefore, no assessment of any endoleak or stent graft/vessel patency could be performed. The location of the device relative to the great vessels is unknown. It is unclear if the reported type a dissection was possibly procedure related, due to a patient related issue or possibly caused by an unknown interaction with the implanted stent grafts. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the reported rupture and dissection could not be confirmed on the pre-implant film provided; therefore, the cause of the event could not be determined. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. It is unknown if the severe calcification noted in areas may have contributed to vessel fragility and the occurrence of the dissection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products:other relevant device(s) are: product ID: vamf4036c150tj, serial/lot #: (B)(4), ubd: 28-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system were implanted during a tevar procedure for the treatment of a 39x55mm thoracic aortic aneurysm . It was reported after the index procedure that no leak was present on the CT imaging and the patient was discharged. Nearly a month later, the patient presented emergently due to an aneurysm rupture, the CT scan showed that a hematoma remained from a site of the aneurysm to around the end of the device, it was reported it seemed that a type-a dissection had developed. The patient expired.  As per the physician the cause of the event could not be determined. No additional clinical sequelae was provided and the patient has expired.